Manufacturer narrative:
H10: the lot number for the device was provided. The device history records are currently under review. The device is not available for return. The investigation is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the packaging was identified with contaminated look alike hair particle. There was no patient contact.

Event description:
It was reported that the packaging was identified with contaminated look alike hair particle. There was no patient contact.

Manufacturer narrative:
H11: the lot number was provided, so a device history record review was performed. A review of the internal manufacturing device record and raw material history files for the reported lot number was performed and no recorded quality problems or rejections related to this incident were found. It was confirmed that procedural and functional requirements needed for its release were met. One sample was received by our quality team for sample evaluation. During visual inspection, a piece of hair was observed in the kit received. The hair was found inside the blister, was loose, and could move freely throughout the kit. Therefore, based on the visual inspection performed, the foreign matter failure mode was confirmed. A probable root cause could not be determined at this time. G3 (date received by manufacturer), g6 type or report - follow up# 1), h2 (correction, additional information, and device evaluation), h3 (device eval by manufacturer?), annex b (type of investigation), annex c (investigation findings), annex d (investigation conclusions). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.